Event description:
This report is being filed as a result of changes to our MDR eval process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required time frame. Alarm 41: "end procedure, disconnect donor should you notice liquid at the level of the sensor, ac bag has been primed too early", was received three times during this procedure.

Manufacturer narrative:
(B)(4). Investigation: the cassette from the trima accel disposable set was returned for investigation. Upon visual inspection of the part, no misassembles or defects were noted. A review of the DHR revealed no mfg issues that would contribute to this event. Definitive root cause of this specific failure remains undetermined at this time. This incident is related to a "first cycle seen too soon" alarm. This alarm is generated by an early detection of fluid at the upper level sensor. Potential causes include but are not limited to: air block in plasma line; centrifuge was stopped during first cycle; upper level sensor that requires cleaning; an operator spiking the ac prior to the system prompt; interaction between the disposable set and equipment. Corrective/preventive action: the issue is known and has been addressed in version 6.0 software. Technical service visited the site on (B)(4) 2010 and verified that machines were functioning correctly. Conclusion: confirmed malfunction remediated in v 6.0 software.